Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Corrected: (medical device problem code) medical device problem code: removed the code for break and replaced with crack ((B)(4)).

Event description:
Additional information received indicated that the rubber ring in the neck trial was cracked.

Manufacturer narrative:
Product complaint# : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corail kla neck trial bearing is broken, it is getting stuck on the corail broach trial, and having a difficult time getting it off of the trial.